Event description:
It was reported that the patient had pain in the left pectoral sub-muscular pocket. The device was revised and moved to a pre-pectoral subcutaneous pocket. During the revision the right atrial (ra) lead insulation was damaged and there was high impedance and decreased sensing. The device was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: implantable defibrillation lead product ID 693565 implanted: 2011-(B)(6); implantable cardio-verter defibrillator product ID d314drg, implanted: 2011-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had fractured. It was also noted the atrial electrograms (egm) signal was seen to be only noise with no discernible p-waves. The lead was partially explanted.